Event description:
During an in-clinic follow-up, the device entered backup vvi (bvvi) mode when the patient underwent a magnetic resonance imaging (MRI) procedure without programming the device to MRI mode prior to the procedure. High voltage therapy was unavailable while the device was in bvvi mode. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.